Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection of the mesh, recurrence of hernia, significant pain, scarring and disfigurement. Treatment provided for these conditions include surgical revision of the mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced inflammation, fistula, seroma, infected mesh, recurrence, severe pain, open wound, scarring, disfigurement, abscess, and abdominal fluid collection. Post-operative treatment included wound vac, debridement of abdominal wound, wound wash out, ventral incisional hernia repair, and removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced infected mesh, recurrence, severe pain, open wound, scarring, disfigurement, and abdominal fluid collection. Post- operative treatment included wound vac, debridement of abdominal wound, wound wash out, and removal of mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infected mesh, recurrence, severe pain, open wound, scarring and disfigurement. Post- operative treatment included wound vac, debridement of abdominal wound, wound wash out, and removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after underlay implant, the patient experienced infected mesh, recurrence, severe pain, open wound, scarring, disfigurement, abscess, and abdominal fluid collection. Post-operative treatment included wound vac, debridement of abdominal wound, wound wash out, and removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.